Event description:
It was reported that a flogard infusion pump was unable to turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. There was no evidence of the reported alarm in the event history review. A device history and service history were conducted and no issues were found related to the reported problem. The reported condition of cannot turn on was confirmed during functional testing as an f-94 alarm. The root cause of the reported condition was due to defective main batteries and lost configuration. To correct the issue the main batteries were replaced and the device was configured. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.